Event description:
It was reported that the device was found in vvi back up mode. The device could not be interrogated and exhibited no pacing. The device was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of backup mode and no communications were confirmed in the laboratory. No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. A longevity calculation was performed and was found to be within the expected limits. Device function was normal when testing on the bench.